Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping resulting in tissue injury appears to be related to patient conditions (thin, restricted and friable leaflets). Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was placed on the anterior/posterior (a/p) leaflets. While attempting to place the second mitraclip, a single leaflet detachment (slda) occurred and the mitraclip ntw was no longer attached to the anterior leaflet, it remained attached to a chordae or a torn leaflet segment. The clip remained stable on the posterior leaflet. The second mitraclip was successfully implanted. A third mitraclip was attempted to be placed but was unsuccessful at grasping the leaflets, leading to potential tissue damage. The procedure was then discontinued. The final mr remained at grade 4. There were no clinically significant delays reported. It was reported that on (B)(6) 2025, the patient died. The reported cause of death was cardiogenic shock.